Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller said they didn't turn the stimulator on until about a week after implant. Caller then said about the 18th/19th, the incision looked infected to them so they called the doctor on the 20th and had to turn the implant off for a week. Caller said the patient was in the hospital for 3 days for IV antibiotics and antibiotics. Caller then turned the implant back on again on sunday.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.